Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm signal loss. However, transmitter failure was found in connection to the reported allegation. The probable cause could not be determined post investigation.